Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's father described the skin reaction as red, itchy and raw. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father treats the affected area with flonase that was prescribed by endocrinologist on (B)(6) /2015, to prevent skin irritation. At the time of contact, patient's father reported current condition of patient as good. No additional event or patient information is available.